Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to diarrhea and nausea. Additionally, the patient had not been able to eat. The patient had cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient remained at the hospital for 24 hours. It is unconfirmed if the patient stayed in the ER or was admitted to the hospital. The patient was discharged on (B)(6) 2025. The pd cultures resulted positive for gram-positive cocci, streptococcus (no species). The cause of the peritonitis was not determined. No additional information was provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h.5.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to diarrhea and nausea. Additionally, the patient had not been able to eat. The patient had cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient remained at the hospital for 24 hours. It is unconfirmed if the patient stayed in the ER or was admitted to the hospital. The patient was discharged on (B)(6) 2025. The pd cultures resulted positive for gram-positive cocci, streptococcus (no species). The cause of the peritonitis was not determined. No additional information was provided.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis event was not determined, streptococcal species can be found in the normal inhabitants of the mouth and gastrointestinal tract, suggesting a breach in technique by the patient. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to diarrhea and nausea. Additionally, the patient had not been able to eat. The patient had cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient remained at the hospital for 24 hours. It is unconfirmed if the patient stayed in the ER or was admitted to the hospital. The patient was discharged on (B)(6) 2025. The pd cultures resulted positive for gram-positive cocci, streptococcus (no species). The cause of the peritonitis was not determined. No additional information was provided.